Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported does not auto restart after downstream occlusion alarms, which were reproduced. During the eval, the downstream sensor current reading was out of specification with a fluid filled set loaded. The elevated signal level is the cause of the downstream occlusion alarm and with a downstream occlusion present the pump will not auto restart. The downstream tubing guide was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it failed to auto restart after a downstream occlusion alarm. There was no pt involvement.